Manufacturer narrative:
The initial report was sent in error. The event is unlikely to cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on evaluation results, a definitive root cause of the reported event cannot be conclusively identified. Probable cause could be due to stress , attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the suction pump had residues in the hose. There was no patient involvement.